Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. The coil broke from the pusher wire during re-sheathing outside the patient. Resistance occurred near detachment zone while re-sheathing. As the coil and delivery wire confirmed to be in good condition after unpacking and preparation it is likely that the coil broke during re-sheathing. The coil may have snagged in the introducer sheath while being re-sheathing and if excess force was applied it could result in the coil breaking. The observed coil break was most likely caused by the handling of the device. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
It was reported that resistance was encountered near detachment zone while the coil was being resheathed and the distal part of the main coil broke off the pusher wire. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that resistance was encountered near detachment zone while the coil was being resheathed and the distal part of the main coil broke off the pusher wire. There was no patient involvement.